Event description:
It was reported that the stylet on the obturator from an ava kit broke at the hub while in vivo on a "do not resuscitate" pt. It was reported that the pt later died of multiple organ failures unrelated to the device. The obturator was inserted when the swan-ganz catheter was discontinued. When the ava catheter was discontinued, it was noted that 7 cm of the obturator stylet was missing. It was stated that the pt's expiration is unrelated to the device.